Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the external o2 sensor to address and correct this issue. The unit then passed the extended self-test and required performance specification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During preventive maintenance, the field service engineer reported a ventilator that did not recognize the external o2 sensor. No patient involvement.